Event description:
Additional information received indicates that surgical intervention took place wherein the ipg was explanted and replaced to address the issue. Therapy was confirmed post op.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Per the additional information received (device information), the reported device met or exceeded 75% expected longevity. There is no device malfunction. Hence, this event no longer meets the reportability criteria.

Event description:
It was reported that the patient¿s ipg is approaching end of life. As such, surgical intervention may take place at a later date to address the issue.

Manufacturer narrative:
Date of event is estimated. During processing of this incident, attempts were made to obtain complete patient and device information. Further information was requested but not received.